Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported single leaflet device attachment (slda) is the result of patient anatomy. The reported recurrent mitral regurgitation is the result of the slda and the recurrent mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported additional therapy / non-surgical procedure and hospitalization are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were implanted, reducing the mr to 2. On (B)(6) 2020, the patient presented with increased mr grade of 3-4. A control echocardiogram was performed, which found that the middle clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The slda was stabilized with two clips on each side of the slda. An attempt was made to add another clip lateral but the physician could not improve the mr at the slda target, mr remained at 3-4. Therefore, the cds was removed and there was no clip implanted. No additional information was provided.